Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device was not received for investigation. The image was reviewed, and the complaint condition is confirmed. After reviewing surgical technique "conduit¿ straight tlif surgical technique guide", the implant appears to have shifted out of its original position. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: pui41106. Lot #: e19cl0205. Supplier: (B)(4). Batch1: lot qty of units were released on 27 may 2020 with no discrepancies. No ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 a posterior lumbar interbody fusion (plif) spacer was implanted in the patient¿s l4/l5 spinal segment. On an unknown date the implant subluxed posteriorly and obliquely to the patients left approximately 10-15mm. The patient was experiencing pain in their left leg but no associated weakness. Upon reviewing an x-ray of the patient¿s lumbar spine the malpositioned spacer was discovered. A second procedure was performed on (B)(6) 2021 to reposition the implant in between the patient¿s l4/5 vertebral space. The surgeon was able to reach the spacer with a less invasive tubular approach and impact the implant anteriorly in a more optimal position. The patient is comfortable and doing well. This report is for one (1) eit plif, h 11mm, 4°, 26/9. This is report 1 of 1 for (B)(4).